Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-17863. It was reported that the patient experienced ineffective therapy due to the system auto-reducing. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein one lead was explanted and replaced to address the issue. It is unknown which lead has high impedances; therefore, both leads will be reported.